Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that she had to take the patient to the emergency room (ER) for severe hyperglycemia, where she was treated and released. The patient's blood glucose had read high (>500 mg/dl) while wearing the pod on her arm for longer than 48 hours. Ketones were high and the mother was giving boluses. At the ER, the patient was diagnosed with hyperglycemia. Treatment included an insulin drip, IV fluids, and zofran for nausea. The mother was not able to provide further information on the event, as she no longer had the pod and did not recall details.